Event description:
Infusion pump with a 715:00 failure code. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.